Event description:
The customer reported that the pod had initiated an occlusion alarm immediately after the needle had inserted. The pod was removed and a new device was activated. Two hours after activating the new pod, the customer suspended insulin delivery. An hour later, insulin delivery was resumed; his bg level at this time was reportedly 10mg/dl. The pod was immediately deactivated and he was transported to the emergency room. The initial pod will be returned for evaluation.

Manufacturer narrative:
The device evaluation found two conditions (one a confirmed product failure, the other a condition caused by user error) that may have resulted in the pod over-delivering insulin. Investigation results revealed the scything of an internal component which occurred during the pod manufacturing process. It was also found that the pod appeared to have been filled multiple times based on the finding of three insertion marks in the fill septum (the omnipod user guide specifically cautions "do not insert the fill syringe into the fill port more than once") as well as the position of the reservoir plunger, which was at 100% (200 units of insulin) - a reservoir volume of greater than 100 units of insulin is inconsistent with the user's reported 3-day usage. These two conditions (a confirmed manufacturing defect in conjunction with over-pressurization from user error) caused an internal occlusion/over pressurization of the cannula fluid path resulting in the occlusion alarm as noted in the customer report. The pod was received un-occluded, indicating that the occlusion released some time after the occlusion alarm to when the pod was received for investigation. Though it cannot be precisely determined, the release of the occlusion (release of pressure) likely occurred after the occlusion alarm was initiated and before the user removed the pod - if so, this may have caused an unintended delivery of insulin to the user, resulting in the low bg's as reported. Though the exact cause of the user's low bg's could not be conclusively determined, this summary represents the likeliest scenario based on information provided in the customer report and results of the device evaluation.